Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. A 33/7/2/65 equalizer¿ balloon catheter was advanced for dilatation in an unspecified lesion. However, the balloon burst during inflation and the balloon detached during withdrawal. The balloon was retrieved from the patient inside the sheath. No patient complications were reported and the patient's status was fine.